Manufacturer narrative:
H3: the device was received for evaluation. A 12-month service history review identified no applicable history. Visual inspection identified a torn cassette detection pin seal. Functional testing confirmed the complaint of error code #46510 and the upstream occlusion sensor test initially failed but passed after repairs. The probable cause was determined to be a defective printed wire assembly (pwa). The pwa and damaged seal were replaced to fix the issue.

Event description:
The device was returned as it was reported that during testing the pump unit had error code #46510. The results of the investigation confirmed the reported error, found that the cassette detection pin seal was torn and the upstream occlusion (uso) sensor test failed. There was no patient involvement.